Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal cefazolin (1g daily; duration not reported) and intraperitoneal ceftazidime (1g daily; duration not reported) for peritonitis. Dianeal therapy remained ongoing. Four days after admission, the patient was discharged from the hospital. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.